Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported of the device with broken springs was not confirmed. However, during evaluation it was observed that the cuter could not be inserted, and foot plate was drilled out. The device was taken apart and it was noted that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause for component damage (foot end tip drilled out) was determined to be due to user error and the root cause for cutter could not be inserted was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the craniotome device springs were broken. During in-house engineering evaluation, it was determined that the device had a drilled out foot plate. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.